Event description:
It was reported that a (B)(6) pt underwent an x-stop procedure. The pt experienced an increase in right hip and calf pain; burning and stabbing pain radiating to right buttock, right posterior thigh, right lateral calf and right lateral thigh. The pt had lumbar injection therapy. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company representative.